Event description:
During a therapeutic stone retrieval procedure using a retrieval basket, the side wire of te basket detached and broke off in the patient's ureter. The detached portion of the wire, along with the basket, were successfully removed from the patient with forceps. There was no reports of patient injury or complications as a result of this product problem.